Event description:
As reported: "[surgeon] reported to us that it was questionable whether the patient fell and then the femoral neck broke, or if the femoral neck fractured prior to the patient falling. That is all the information I have received at this time." Patient's hip was revised.

Manufacturer narrative:
An event regarding crack/fracture involving a meridian stem that was mated with a lfit v40 cocr head was reported. The event was confirmed based on the medical review and evaluation of the returned device. Method & results: -device evaluation and results: the stem fractured at the neck and the proximal portion remained in the head taper. The direction of fracture propagation was determined with macroscopic surface features. The fracture originated in the lateral region in fatigue, propagated in the medial direction, and ended in overload. Biological adhesion and damage consistent with contact against a hard object was observed on the anterior, posterior, superior and inferior surfaces. Damage consistent with contact against a hard object was observed on the inferior surface of the stem approximately near the location of fracture origin. Synovial fluid absorption and impression marks were observed on the proximal surface of the acetabular insert. Damage consistent with the explantation process was observed on the proximal surface and distal rim of the insert. Impingement from the stem was observed on the distal rim. Scratching and third body indentations were observed on the articulating surface of the insert; these are common damage modes of uhmwpe. Debris was observed on the articulating surface of the head. Damage consistent with contact against a hard objectedwas observed on the articulating surface and distal portion of the head. Elemental analysis showed the head and stem are both consistent with the astm f1537 alloy. Elemental analysis showed the porous beads are consistent with the astm f75 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: a review of the provided medical records by a clinical consultant indicated:x-ray confirms fractured stem, need additional information; full primary op report and revision operative report, clinical and past medical history, additional serial dated x-rays and examination of explanted components. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: no other similar events were reported for the lot or sterile lot. Conclusions the reported device is mated with a lfit v40 cocr head which has been identified to be within scope of nc and CAPA. The root cause of crack/fracture of the stem is deemed to be the femoral head manufacturing issue. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
As reported: "[surgeon] reported to us that it was questionable whether the patient fell and then the femoral neck broke, or if the femoral neck fractured prior to the patient falling. That is all the information I have received at this time." Patient's hip was revised.